Manufacturer narrative:
Since the initial medwatch was filed the investigation has come to a close. The medical facility did not return the product for analysis. Without the pump the root cause of the access site bleeding could not be determined. The clinical report did discuss patient movement in transfer between hospitals and possible excessive anticoagulation could have contributed to the blood loss. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation is on-going at this time. The root cause of the access site bleed and need for intervention in the form of blood replacement is not known. The product return is expected and upon completion of the investigation, a final medwatch report will be filed.

Event description:
The complainant had a patient admitted for a high risk coronary angioplasty. The patient had a history of coronary artery disease with a previous angioplasty and stenting. In addition he was suffering from the comorbidities of cancer, leukemia, kidney disease and diabetes. These comorbidities had caused the cardiothoracic surgeons to refuse bypass surgery. The patient had the angioplasty done and his condition deteriorated. This deterioration caused the team to remove the iabp and place an impella. When the pump products were exchanged there was a bleed at the access site. When transferred to the ICU the patient re-bled at the access site. A femostop was placed and 5 units of blood products were infused.